Event description:
A mom called to report her daughter's death, who was using minimed insulin pump at the time. Reporter said her daughter was found unresponsive by her boyfriend in her apartment. Her boyfriend called paramedics and they were trying to revise her but she did not make it. Her mom said according to the autopsy report her daughter's blood glucose was over 1000 mg/dl at the time of her death. The reporter stated her dr's nurse and herself tried to turn on the device but they were unable to do so. The reporter wanted to find out if the device had a malfunction at the time of her daughter's death.